Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot# v056304, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) condition. It was noted the patient saw a por following an rf ablation. It was reported the patient had high impedances on all combinations with contact zero. It was noted the patient only felt stimulation with combinations not involving contact zero. It was reported the patient¿s stimulator was off during the rf ablation.